Event description:
A hospital in (B)(6) has reported that an opt314 optiflow junior interface was torn and broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint opt314 optiflow junior interface is in transit to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) has reported that an opt314 optiflow junior interface was torn and broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint opt314 device was returned to fisher & paykel healthcare (B)(4) and visually inspected. Results: visual inspection revealed that the complaint device has been used and one of the tubes had detached from the swivel clip connector. No other damage was observed on the complaint device. The spring inside the tube was evenly distributed along its length, as per specification. Conclusion: the damage to the complaint device was most likely caused by the patient or caregiver inadvertently pulling the tube with excessive force. (B)(4). The optiflow junior cannula is 100% leak and occlusion tested at the production line. The complaint product would not have passed this test if it was in a damaged state during production. This suggests that the product was damaged after it was released for distribution. The user instructions that accompany the product state: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Do not stretch or crush tube."